Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because they experienced recurring urinary due to urethral atrophy. The existing aus was explanted and replaced with a new aus. The patient was reported to be doing well after the procedure. The explanted aus is expected to be returned. A supplemental report will be filed upon completion of the product analysis. It was further reported that the explanted aus exhibited an unspecified malfunctioned.

Manufacturer narrative:
Investigation results: the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because they experienced recurring urinary due to urethral atrophy. The existing aus was explanted and replaced with a new aus. The patient was reported to be doing well after the procedure. The explanted aus is expected to be returned. A supplemental report will be filed upon completion of the product analysis. It was further reported that the explanted aus exhibited an unspecified malfunctioned.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because they experienced recurring urinary due to urethral atrophy. The existing aus was explanted and replaced with a new aus. The patient was reported to be doing well after the procedure. The explanted aus is expected to be returned. A supplemental report will be filed upon completion of the product analysis.